Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called philips and reported: needs ECG cable test. There was unknown reported patient involvement / adverse patient impact.

Event description:
It was reported to philips that the customer has requested an ECG cable test. The customer has not alleged any functionality loss related to the ECG parameter. There was no reported patient involvement/adverse patient impact.